Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis with the follow findings: on investigation, the battery compartment was confirmed to be cracked. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.